Manufacturer narrative:
(B)(4). The report source was not foreign. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was then performed in which the device was connected to a primary set which was connected to a solution bag and observed for flow issues; the setup was found to flow normally. The reported condition was not replicated with the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that onelink microbore catheter extension set would not flow. The set was flushed with a syringe and was observed to flow; however, when the set was connected to an unknown set the set would not infuse. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.